Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements. A revision procedure was performed where this rv lead was explanted. Once the lead was removed, upon visual inspection, the shocking coil was observed to have dense calcification on the entirety of the shock coil. A new lead was implanted successfully. No additional adverse patient effects were reported. This rv lead was returned to facility awaiting analysis.